Event description:
Smiths medical int'l ltd., has been notified of an event that the user alleges that following intubation of the tube the cuff of the tracheal tube could not be inflated. The pt died during the procedure.